Manufacturer narrative:
H.6. Investigation: three (3) samples were provided by the customer for investigation. The three (3) samples were visually examined and were found to be clogged as light was not able to pass through the samples. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not known. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Bd acknowledges that the three (3) returned samples were clogged as light was not able to pass through the samples. However, as the batch number was not known it cannot be determined if these occurrences would exceed the acceptable quality level (aql) for the batch or not. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see h.10

Event description:
It was reported that 3 needle 26x1/2 rb experienced a clogged/blocked needle during use. The following information was provided by the initial reporter: material no: 305111 batch no: unknown. Event description per attached email states: description of issue: customer reported syringe complaint, plunger on the syringe will not release the insulin once its in. Number of occurrences: 3. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 4. Item number bd 26 g, 1/2¿ needle ¿ 305111. Product lot number: could not provide. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution explained that bd might follow up with customer regarding returning syringe/needle. No further distributor follow up is required. Note: product category = needle/syringe issue.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 needle 26x1/2 rb experienced a clogged/blocked needle during use. The following information was provided by the initial reporter: material no: 305111 batch no: unknown. Event description per attached email states: description of issue: customer reported syringe complaint, plunger on the syringe will not release the insulin once its in. Number of occurrences: 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number bd 26 g, 1/2¿ needle ¿ 305111. Product lot number: could not provide. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: explained that bd might follow up with customer regarding returning syringe/needle. No further distributor follow up is required. Note: product category = needle/syringe issue.